Manufacturer narrative:
The reported event was a duplicate of mfg # 3013756811-2026-31590.

Event description:
A power source alert was reported. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer plugged the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.